Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venotomy closure of the right common femoral vein was done with a prostyle device after an interventional cardiac ablation procedure using a 6f sheath. Reportedly, upon removing the plunger unusual resistance was felt; however, hemostasis was achieved with the same prostyle device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.